Manufacturer narrative:
According to the facility on 3/25, the mogen circumcision clamp is too loose. The facility confirmed the issue was identified and the device was removed prior to use on a patient. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the facility on 3/25, the mogen circumcision clamp is too loose. The facility confirmed the issue was identified and the device was removed prior to use on a patient.